Event description:
The patient's mother reported the patient has been experienced hyperglycemia the last couple of days. The mother clarified that with regard to the patient's hyperglycemia, patient bg readings were 471 and have been between 500-600 on 7/27 and 7/28. The mother stated that the patient's symptoms have been throwing up, urinating frequently and nausea. The mother stated that for treatment, the patient removed the v-go and gave an injection with the insulin pen and patient most recent bg reading was 395 on 7/29 at 7am.